Event description:
It was reported that the patient presented for atrial leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was repositioned multiple times due to low sensing and failure to capture at high thresholds. During the final repositioning attempt, it was noted that the lp helix became stretched due to difficulty to disconnect from the tissue. The procedure was completed using an alternate lp on (B)(6) 2025. The patient was stable.